Event description:
It was reported to boston scientific corporation, that during an unknown procedure, a uromax ultra dilatation balloon was used to dilate the ureter. The balloon was inflated and burst at 10atms. The procedure was not completed due to this event. There were no patient complications and the patient condition was reported as "good".

Manufacturer narrative:
A visual examination of the returned device revealed a longitudinal tear extending distally, for approximately 43mm, from the distal edge of the proximal markerband. The device history record review confirms that this device met all material, assembly, and performance specifications.